Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.'

Event description:
Boston scientific received information that during implant, the physician complained of difficulties inserting the atrial lead into the header of this device. The device was successfully implanted in absence of any adverse patient effects and remains implanted and in service with no further complications reported.